Event description:
A full audit of all legacy complaints since the inception of the company (2007) was conducted to assure any non-conformities that may exist from earlier years were discovered and properly documented and addressed. During the audit this reportable event was identified and is now being submitted. Previous personnel had deemed this a non-reportable. This event was to be reported within 30 days of occurring. On (B)(6) 2011, surgeon implanted krd1-pedfuse pedicle screws into a pt. Post-surgery, the pt was advised by the surgeon not to return to work until fully healed. The pt did not follow surgeon advice and returned to work. The physical nature of the pt's work resulted in a pedicle screw fracture, which was discovered during a f/u on (B)(6) 2012. After meeting with the pt the surgeon decided, with pt consent, not to move the fractured screw because the pt was partially fused and neurologically stable.

Manufacturer narrative:
It was determined that the krd1-pedfuse pedicle screw fracture was due to the physical nature of the pt's work. The pt had been advised by the surgeon not to return to work until fully healed/fused. After meeting with the pt for a post-operative f/u, the surgeon decided with pt consent not to remove the fractured screw. The pt had multi-level bilateral pedicle screws and rods, as well as two interbodies, and had interval healing/fusion. The part number and lot number of the broken screw were not available for review, as a revision was not performed to retrieve it. Pt was monitored up until (B)(6) 2012. At this time, the surgeon confirmed that no adverse events were noted in pt f/u. According to surgeon, pt was neurologically stable and radiographs showed interval healing of multi-level fusion without instability on x-rays.